Event description:
The manufacturer received information alleging an everflo oxygen concentrator was emitting an odor. The patient claims the odor caused damage to his lungs. The patient reportedly went to the doctor but no medical treatment was required. The device was evaluated by the manufacturer's service center. The customer's complaint was not confirmed. The manufacturer found no evidence of contamination to the device that would cause the reported odor. The device operated and alarmed to design specifications.